Manufacturer narrative:
Device manufacture date: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event in the left eye described as "hcp did not see stent at time of implant and thought it was missing. The day after, the stent was completely in the anterior chamber."